Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown: omnipod software app version: 3.1.6, operating system: n5004l-am-q-mv01602-06-01.06, hardware: n5004l, cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient was hospitalized on (B)(6) 2026, due to the pod had fallen off and was ¿facing high blood sugar¿ and then had a fall. It was reported that the patient wore the pod between 1 and 4 hours on the arm. Reported symptoms included frequent urination, vomiting and fatigue. The patient stated that healthcare professionals diagnosed with type 1 diabetes mellitus. Treatment during hospitalization included fluids and insulin intravenously. The patient was sent home on (B)(6) 2026.